Event description:
Vague pump report of underdelivery of antibiotic during clinical use. The issue was reported as "this machine is malfunctioning. The hour + 1/2 antibiotic has been infusing 3 hrs. I reset it 3 times!" No additional clinical information was able to be obtained. No pt injury was reported.